Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump had cracks in the front and rear housing. Review of the device data log did not result in any findings. Functional testing included use testing. The pump was powered on and the pump exhibited a "double beep no cassette attached" alarm. The downstream occlusion sensor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep no cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.